Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the initial phase of a vitrectomy procedure the cutter stopped working while aspiration was present. The product was replaced and surgery was completed without harm to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
A review of the device history record showed that the order was built to specification. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding the clear and black stripe drive lines on the probe, preventing actuation of the cutter to occur. The root cause of the report is due to an error during the manufacturing process. An internal investigation has been opened to address reports of a similar nature. (B)(4).